Manufacturer narrative:
H.6 investigation summary material #: 366593. Lot/batch #: c4h39h2. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged housing or incorrect blade assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged housing and incorrect blade assembly. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd microtainer® contact-activated lancet the lancet pulled out of the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on october 10, the teacher of the outpatient laboratory department informed that there was a quality problem in the process of collecting peripheral blood. When I went to the scene, I found that when a needle was opened, it was in a broken state, and the pink part had a defect similar to melting, and it fell apart after holding it. When a needle is used, it is directly pulled out together with the puncture needle, and the puncture needle pulled out at the same time is the tip is exposed, and it is suspected that the puncture needle is installed backwards. The scene and the teacher disassembled a normal blood collection device for comparison, and found that the puncture needle in question was indeed installed backwards, please help confirm this problem. The needle was pulled out and installed backwards.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As htl is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd microtainer® contact-activated lancet the lancet pulled out of the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on october 10, the teacher of the outpatient laboratory department informed that there was a quality problem in the process of collecting peripheral blood. When I went to the scene, I found that when a needle was opened, it was in a broken state, and the pink part had a defect similar to melting, and it fell apart after holding it. When a needle is used, it is directly pulled out together with the puncture needle, and the puncture needle pulled out at the same time is the tip is exposed, and it is suspected that the puncture needle is installed backwards. The scene and the teacher disassembled a normal blood collection device for comparison, and found that the puncture needle in question was indeed installed backwards, please help confirm this problem. The needle was pulled out and installed backwards.